Event description:
In 2006, an intubated/ventilated patient with was sent for an MRI, the patient was hooked up to an MRI specific ventilator. Once on this ventilator, the patient's o2 saturation decreased considerable to 72%, and his color changed to dusky and heart rate accelerated. The patient was disconnected from the ventilator so respirations could be supported by manual bagging and a code blue was initiated to obtain full support for the patient. The patient was returned to the ICU. The valve in the ventilator had been inserted backwards preventing ventilation of the patient. Upon further inspection of the valve, the following inadequacies were determined. A- the valve can be placed in backwards without difficulty. B- the valve is not clearly labeled as to correct insertion --i.e. Which end attaches to ventilator and which end outlets to patient. C- the instructions that accompany the equipment are not clear on correct assembly.